Event description:
New information notes that the physician suspected the medical adhesive repair was not lasting as it should. No electrical anomalies were observed on stored transmissions. The lead was explanted and replaced without complication.

Manufacturer narrative:
The lead was returned in three segments for analysis. External insulation abrasion was noted at 1.0-1.1cm from the distal end of the middle segment, consistent with lead friction to the ICD can, and at 8.7-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.4-7.7cm, 7.5-7.9cm, 12.7-13.6cm, and 13.3-13.7cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 0.8-2.1cm from the distal end of the middle segment, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device upgrade, insulation abrasion was observed. All electrical measurements were normal. The physician opted to repair the lead with medical adhesive and suture sleeve.

Event description:
New information received notes that notifier was delivered for high, hv lead impedance. Upon explant, externalized conductors were observed.